Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Blood glucose was unknown but the customer stated that they were in 400s. Customer reported sensor updating and loss of communication. Auto mode feature was active or not at the time of event was unknown. The insulin pump will not be returned.